Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that when the physician attempted to pull the coil back to reposition it, the coil detached prematurely from the coil delivery wire. The coil was retrieved along with the microcatheter. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The cause of the reported issue could not be definitively determined.

Event description:
It was reported that when the physician attempted to pull the coil back to reposition it, the coil detached prematurely from the coil delivery wire. The coil was retrieved along with the microcatheter. There were no reported clinical consequences to the patient.